Event description:
It was reported that the customer was stuck in the rewind sequence and does not know how to get out of it. Customer's blood glucose level was 60 mg/dl. Customer was advised to prime the pump and re-attach it. Customer created an air bubble in the reservoir because she started to rewind the pump with the reservoir in place. Customer was able to plunge the air bubble out of the tubing. Customer declined troubleshooting for the air bubble. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.